Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector assembly and observed proper device operation through functional and performance testing.  The device has been returned to the end user for use.  The device will not be returned to physio-control for evaluation.

Event description:
The customer reported that their device exhibited an intermittent connection of the defibrillation therapy cable when plugged into the therapy connector assembly. This intermittent connection would also interrupt a defibrillation charge from the device. There was no report of any patient use associated with the reported issue.